Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that atrial undersensing was present. No intervention was performed. There were no patient symptoms reported.